Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any adverse consequences associated with the patient? What is the current status of the patient? A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. 2024. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a left total hip replacement procedure on (B)(6) 2025 and barbed suture was used. The patient underwent surgery at 14:55. After the left total hip replacement surgery was completed, the doctor prepared to suture the patient's tissue and opened the suture packaging. During suturing, the problem of the suture pulling off the needle happened. This situation affected the surgeon's suturing and the overall surgical progress. Immediately replace the suture with a new one and continued to suture the patient's tissue. The process went smoothly and the patient returned to the ward safely. No adverse patient consequences were reported. Additional information was requested.